Manufacturer narrative:
The reported display error and usage of only port one with the returned controller was not confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed external visual inspection and functional testing but failed internal visual inspection as a result of due a broken mechanical guide/support. This observation is considered not related to the reported event and was most likely caused by damage during the assembly process. The reported display error and usage of only one port could not be duplicated at the bench level; the controller's display worked as intended and the controller was able to function of both power source ports. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Per perfusionist, the controller would seemingly only use power port #1. Also, the power fuel gauge on the controller would only show blank lights, even with a fully charged battery. In addition, even when the patient was on 2 fully charged batteries, the ac indicator light would be illuminated on the controller.